Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support regarding a low alert on the ilet and inquired about alert volume and how to dismiss alerts; at the time of the call the user¿s blood glucose was 61 mg/dl, they had already treated the low, and glucose was beginning to normalize. Symptoms included hypoglycemia. Outcomes included self-treatment with symptom resolution without hospitalization. Investigation included troubleshooting and education on ilet alerts and alarm management. Investigation of this case revealed no device malfunction and no component failure; user education addressed alert behaviors and dismissal steps. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.